Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The case was pre-planned and vessel morphology was described as: aneurysm neck was straight and approximately 27mm in length. The neck diameter was 26mm. Renals to aortic bifurcate was 102mm. The iliacs were also of good quality and size and were not tortuous: right common iliac was 50mm long and 14mm in diameter. Left common iliac was 55mm long and 14mm in diameter. It was reported that the main body was deployed without problems. After deployment the delivery system was advance forward and the top cap was closed. The physician attempted to bring the delivery system into the fabric of the graft but he felt resistance. When looking closely, it was clear that one or two of the bare stents were caught on the top cap. The delivery system was re-advanced forward and it was able to be placed above the bare stents; however, it was then clear to see that two bare stents were caught together. The physician attempted to remove the delivery system again and could not get it to pass through the bare stents. He then placed a stiff wire through the contralateral stub leg. The orientation of the bare stents remained the same. He used an angioplasty balloon to try and move the bare stents and this did allow the delivery system to be removed from the patient. The physician ballooned the neck and the bare stents did move when the neck was ballooned, but once the balloon was deflated, the bare stents went back to the same position. An angiogram showed a type 1 endoleak. After more ballooning, the leak remained and the physician was concerned about the orientation of the bare stents, so he inserted a palmaz stent and positioned it at the top of the graft fabric. The leak was better after this insertion but the endurant graft did not look normal. The procedure was finished at this point and the patient was fine. The physician did a CT scan on this patient 24 hours after the procedure and there was no leak. The physician said at the end of the case that he felt it was probably his fault as he had not noticed or felt the delivery system catch on the bare stent. He did not at any point say it was device related. He was, however; concerned about the orientation of the graft although he felt happier next day when the CT showed no leak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).

Manufacturer narrative:
(Film evaluation).

Event description:
Films from the implant angiogram were reviewed. The cause of the stent entanglement could not be determined. It is possible that the suprarenal stent pins may have gotten caught in the delivery system during device withdrawal; however, the images showing this step were not included with the films. Unable to confirm if the entangled stents were adjacent to each other. It also could not be ruled out if the stents were loaded entangled. The amount of neck angulation could not be determined from these angiogram images; however, the complaint report states that there was no angulation in the neck.